Event description:
Pt alleges her left breast is getting smaller. She also alleges her right breast is firmer and she thinks she has leakage. Pt also stated she went to the dr. And he needs to do a MRI.